Event description:
Caller reported cgm error 42 concerning their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level as it remained within the normal range during the issue. Technical support assisted the caller with a complete pump reset, which resolved the issue, and the caller was able to start their sensor session successfully.